Event description:
An abbott customer technical advocate (cta) was contacted by an account who states that the barcode reader on the cell-dyn 4000 analyzer is misreading intermittently. When the sample is repeated it reads correctly. No wrong ID results are not transmitted to the laboratory information system (lis) due to not finding a match, therefore no results were reported. No impact to pt management was reported.